Event description:
The customer reported that the device was difficult to open after sealing tissue. The surgeon was able to open it manually each time. However, minor tissue damage and bleeding under 200cc's was reported. It is unk if the bleeding was related to the device. The surgeon decided to convert the procedure from laparoscopic to open mainly due to the difficulty of the case since the pt had a large adhesion. However, it was also noted that the trouble with the device added to the difficulty and the need to convert. The procedure was extended by more than 30 minutes. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.